Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent placement of monarch mesh due to pop and cystocele. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2009 and a removal on (B)(6) 2010 due to erosion. It was reported that patient underwent mesh removal on (B)(6) 2012 and on (B)(6) 2013 due to erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.